Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia & new zealand (oaz) for evaluation. Omsc could not confirm whether the reported phenomenon was reproduced, because oaz did not perform microbiological testing of the device. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the insulation test at the distal end failed. The angulation did not meet the specifications. The angulation was slack and heavy due to wear of the bending tube and angle wire. The adhesive around the ccd and light guide lens was worn and cracked. The adhesive on the bending section rubber was worn. The resin part at the distal end was cracked. When installing the water bottle, the water supply connector turned due to excessive rotation stress. The device was repaired by (B)(4), and the insertion tube, bending tube, instrument channel, air/water channel, auxiliary water channel, control section, distal end unit, and endoscope connector were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2021. Skin flora (15-100 cfu). Second time; (B)(6) 2021. Intestinal flora (1-10 cfu). Third time; (B)(6) 2021. Skin flora (1-10 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel medical, advantage plus pass-thru, using peracetic acid. Detection of skin flora may represent contamination of the collected specimen. There was no report of infection associated with this report.